Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed (B)(6) 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 3. On (B)(6) 2017, the patient underwent a left knee revision due to loosening of the tibial component. The surgeon reported about 50% of the tibia cement was adhered (to the tibial tray), and the rest was not. He indicated the femoral component came off with the cement on the metal. The surgeon did not comment on the patella and it was not revised. The patient was implanted with depuy knee system and depuy cement x 3, there were no complications reported with the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2017 (rt knee).